Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced symptoms concerning for a possible stroke, including extreme weakness, difficulty speaking, and feeling physically unsteady. At the time of symptom onset, the cgm reportedly displayed a glucose reading of approximately 300 mg/dl. No fingerstick blood glucose (fsbg) value was obtained prior to emergency department (ed) presentation. Due to the severity of the symptoms, the patient¿s wife transported him to the ed. Upon arrival to the ed, at approximately 4:18 pm, the fsbg testing showed a value greater than 400 mg/dl; however, the patient was unable to provide the exact value. The patient reported concern regarding the discrepancy between the cgm reading and the ed glucose result. Due to the patient¿s neurological symptoms, the medical team initiated evaluation for a possible stroke. Diagnostic testing included CT imaging, EKG, laboratory testing, and ongoing neurological and cardiac monitoring to rule out cerebrovascular and cardiovascular events. During hospitalization, the patient received IV fluids and insulin therapy for glucose management. The patient¿s insulin regimen was adjusted, including an increase in lantus (glargine) dosage due to glucose instability. At discharge, the patient reported a blood glucose value of approximately 128 mg/dl. The patient remained hospitalized for continued stabilization, glucose management, and completion of the neurological evaluation. Stroke was ultimately ruled out, and the patient was discharged on (B)(6) 2026 at approximately 2:29 pm. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e0122 movement disorder.